Manufacturer narrative:
All buttons functioning properly. No button error alarm noted. However,found moisture damage on the keypad traces. Pump received with normaloperating currents. No unexpected failed batt test alarm noted. Alsoreceived with cracked case at the display window corner, crackedreservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 194 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.